Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, lot# n173710001, implanted: (B)(6) 2009, product type: catheter product ID: 8578, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Analysis of the device found no anomalies.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2100 mcg/ml at 740 /day) via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported there was a pump pocket issue. The reason for the pump pocket revision was that the patient had "skin irritation" over the previous pump pocket. The pump was moved to the other side and therefore the catheter had to be revised, as well. It was noted the catheter was described as patent "good flow." Cosmetic concerns (not erosion) were reported. There was no dissatisfaction with the size or shape. There was skin irritation over the pump pocket. The change in symptoms was noted as gradual. A smaller pump was placed. Diagnostics performed related to the skin irritation prior to the revision included an infection disease (ID) consult was obtained and recommendations followed by neurosurgery. The cause of the skin irritation was not determined as the cultures from the operating room (or) were all (B)(6). The patient had previously had a 20 ml pump. At replacement the pump was replaced with a 40 ml pump but felt the pump was too large for her and so she opted for a smaller pump at surgery time. The event date was unknown. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.